Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Use of unapproved transport media known to generate false results. Root cause: could not duplicate with retains. Use of unapproved transport media known to generate false results. Source: phone.

Event description:
Reported a suspected false positive sars result for one sample during a verification study. Results were not confirmed by pcr at the time of report but multiple samples were positive during the study.